Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the segment fluid damage, the control body fluid damage, the light guide fiber bundle (lcb) fluid damage, the operation channel buckled, the insertion flexible tube (ift) buckled, the lcb distal cover glass cracked, the operation channel leak, the objective lens unit scratched, the distal body worn out, the air and the water nozzles missing glue, and the 24v power supply no power; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.